Event description:
Device was returned with no information as to the failure mode. There was no patient injury. This report is being filed for the findings upon investigation. Additional information is being requested. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with a clip sideways in the jaw. The clip was easily removed, but had a "j" shape. The jaw was in alignment, and the clip retainer, push fork and jaw clearance were acceptable. Upon evaluation, the remaining three clips were fired from the device and had both proper pinch and alignment. After the last clip was fired, the locking mechanism engaged, as intended. The device history record was reviewed, and no discrepancies were noted.